Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the procedure, the implantable cardioverter defibrillator (ICD) device showed ap with vs and ventricular safety pacing occurred, and moving the atrial lead did not resolve the issue. Therefore, this ICD was explanted and replaced. No patient complications have been reported as a result of this event.